Event description:
Pain in both knees [arthralgia]. Hurt to walk [gait disturbance]. Very little to almost no bilateral knee pain relief [therapeutic response decreased]. Pain with injections in both knees [injection site pain]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) female pt, initials (B)(6), whose relevant medical history included: osteoarthritis, right knee pain, and previous synvisc injections in (B)(6) 2008 with great pain relief. The pt received her most recent course of 3 synvisc injections into both knees in (B)(6) 2009. She stated that her physician drained both knees prior to the first and second synvisc injections, but that she would not allow him to drain her knees with the third injection because it was too painful for her. She also experienced pain with the synvisc injections, and she has experienced "little to almost no" bilateral knee pain relief from the injections. She stated that the minimal pain relief that she experienced in both knees started 3 to 4 weeks after receiving the synvisc injections. She also reported that it has hurt for her to walk. On (B)(6) 2009, she received cortisone injections, which have provided great pain relief in both knees. The pt stated that the synvisc injections that she received in (B)(6) 2009 provided a "less lubricating effect" than the synvisc injections that she received previously in (B)(6) 2008. She also stated that she felt that the first series of synvisc injections that she received in (B)(6) 2008 provided great pain relief due to the fact that 3 different physicians administered each of the 3 synvisc injections into 3 different areas of her knees - more "toward the middle part" of the knees. With the synvisc injections that she received in (B)(6) 2009, the physician administered the injections into the same area of her knees - the upper right side of both knees. No further info was provided. As of the date of receipt of this report, the overall pt outcome was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary - the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.